Event description:
Device 1 of 2: ref MFR report #1627487-2014-20445. It was reported the pt was experiencing burning sensation at the ipg site and the lead site regardless of stimulation. Cultures of the sites confirmed infection at the sites. As a result, surgical intervention will be taken at a later date to explant the scs system.

Manufacturer narrative:
This ipg serial number was included in field advisories. MFR's evaluation: the reported product complaint of infection could not be confirmed via lab testing. Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.